Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation; one electronic photo and one video were provided for review. The photo shows a crack on the connector hub. The video shows fluids popping out from the crack on the connector hub. Therefore, the investigation is confirmed for the reported fracture and fluid leak issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (expiry date: 10/2026). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a drainage catheter placement procedure, the hub was allegedly fractured. It was further reported that the hub was allegedly found to be leaked. Reportedly, fluids like puss and blood leak out. There was no reported patient injury.

Event description:
It was reported that during a drainage catheter placement procedure, the hub was allegedly fractured. It was further reported that the hub was allegedly found to be leaked. Reportedly, fluids like puss and blood leak out. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo and video were provided for review. The investigation of the reported event is currently underway. (Expiry date: 10/2026). The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.